Event description:
The customer contact reported unrestricted flow. It was reported that after pt use, the cassette was removed from the pump and unrestricted flow of an unspecified fluid was noted from the distal end of the tubing set. There were no reported adverse pt events while the device was in clinical use. Though requested, no additional info was provided.

Manufacturer narrative:
The device was not isolated; therefore it will not be returned for investigation. The list and serial number for the device in use was unknown. The customer identified two possible list numbers 16026 and 16027. This report represents all the info known by the reporter upon query by hospira personnel.